Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290 vented autofeed humidification chamber was "damaged". This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The complaint chamber was connected to a water bag to test for leaks. Results: no leak was observed when the waterbag was connected and water flowed into the chamber normally. The chamber filled successfully and stopped at the maximum line. Conclusion: no fault was found with the returned chamber. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."